Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
No conclusion may be drawn as the customer has not returned the field service engineer's phone calls. However, no reports of patient or staff injury.